Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument was observed to have a broken wire and bent tip. The customer was not able to get the port off the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument and cannula were removed together. No damage to the cannula was observed. It is unknown if the patient has returned for any visits to the hospital. The color of the broken cable was not observed and there was no collision of instruments. No fragment was found in the abdomen after a search was completed. No issues of functionality of the instrument was observed by the surgeon. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated/confirmed the customer's reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. This particular version of this instrument does not contain a cable crimp in the clevis, therefore, no cable crimp is missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site was that the instrument was found to have the main tube broken. No material was found missing. The instrument had two accessory rmas stuck on the main tube as a result of the breakage. Both of the accessories were both stuck and the distal tip cables had to be cut in order to remove them. The root cause of broken instrument main tube is typically attributed to misuse. A review of the site's complaint history does reveal (B)(4) is related to (B)(4). No image or procedure video was provided for review. A review of the instrument log for the prograsp forceps instrument (part# 471093/ lot# k112201050639) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 14 lives remaining. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.